Event description:
Pt was admitted to hosp for removal and replacement of medtronic generator secondary to potential for sudden unexpected battery failure. This resulted from an advisory from medtronic.